Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-01309. The same patient is represented in each medwatch.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent an incisional hernia with repair of incisional hernia with mesh during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, , recurrence, bleeding, dyspareunia. It was reported that patient underwent incision and drainage of vaginal wall abscess on (B)(6) 2010. No additional information was provided. (B)(4) - urinary problems; undefined recurrence; abscess.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced discharge, hernia and granuloma.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a mesh revision on (B)(6) 2009 and (B)(6) 2010. It was also reported that on (B)(6) 2011 and (B)(6) 2012 the patient underwent a mesh revision.